Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that when the pod was removed, the infusion site was red and had a red bump that was warm to the touch. The customer was taken to urgent care where he was diagnosed with a staph infection and was prescribed antibiotics.